Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition with three unformed clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the scrub nurse pre- loaded a clip and noticed the clip did not sit properly in the jaws of the instrument, the clip in the jaws was totally out of alignment, attempted several times 4-6 times to deploy clips, but clips were not in alignment within the jaws of the instrument and clips would not form. This event happened prior to use therefore there was no patient incident. Scrub nurse used another instrument and this performed as expected.